Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when placing the catheter in this patient on (B)(6) 2023, the operator pre-flushed the catheter in advance to inspect the catheter for integrity, finding evident liquid leakage about 16 cm from the catheter tip. One tiny split was observed at the site. The catheter was replaced with a new one.